Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient's daughter reported that the patient had sores under the electrodes. The sores were not open. The patient's physician advised the patient to use a cream on the sores. Follow-up indicated that the sores were improving.